Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to perform a test on her onetouch ultra2 meter due to it reverting to the set up mode. The patient stated, she attempted to test on the subject meter at approximately 8:30am of that same day but she stated, the meter was showing the settings screen and was unable to perform a test. The patient reportedly manages her diabetes with oral medications (unknown type and dose) and denied making any changes in regards to her usual diabetes management routine. The patient claimed, she developed symptoms of "shaking" approximately 2 hours later and despite her symptoms, she did not receive any form of medical intervention. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and the patient did not remove the battery before it reverted to the set up mode but the issue was resolved with training. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.